Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found on pump #1 and #2. According to the facility representative, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "intermittent occlusion false alarms on both pumps." Information was not provided regarding whether or not the problem occurred during a pt infusion. Eval summary: the pump was evaluated by a baxter service technician for the reported issue of "intermittent occlusion false alarms on both pumps." The reported condition was confirmed by cracked door assemblies on pumps #1 and #2. The door assemblies were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.